Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.

Event description:
The customer reported during a fentanyl infusion, the nurse gave an IV push into the line 5 minutes before an occlusion alarm sounded. The rn pressed restart and the pump alarmed again for occlusion. The nurse opened up the pump door and found the pumping segment had ballooned. There was no pt harm or medical intervention. The customer stated that no add'l event or pt info is available.